Event description:
It was reported that the flow sensor of the ventilator was not functioning properly at first startup. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The issue could be duplicated when the ventilator was investigated, the o2 gas module was found faulty and was replaced. Simulated use testing of the received o2 gas module has reproduced the described customer issue and the measured flow are just outside of its specification. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Our investigation has concluded that the most probable cause of the given alarms is traced to interaction of several parts within the o2 gas module, but the root cause has not yet been fully established. The received device log files could confirm the reported event, therefore the date of event was determined as 08/18/2020.

Event description:
Manufacturer ref.#: 361214.